Manufacturer narrative:
During servicing, the autopulse platform (sn (B)(4)) stopped compressions due to fault code 27 (encoder fault). The root cause for the observed fault was due to the defective integrated encoder, likely attributed to a defective component. Upon visual inspection, noticed a hole on the load plate cover that affects the watertight seal and multiple cracks on the front and bottom enclosure at the screw well area. The probable root cause for the observed physical damage was due to mishandling. The load plate cover, front and bottom enclosures were replaced to address the observed physical damages. The autopulse platform passed the initial functional testing without any fault or error. During service, the autopulse platform continuously stopped compressions due to fault code 27. The integrated encoder gearbox was replaced to address the observed fault. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During servicing on 12/03/2020, the autopulse platform (sn (B)(4)) stopped compressions due to fault code 27 (encoder fault). No patient involvement.